Event description:
When inserting the w. L. Gore suture delivery system by surgeon, the tip of the clamp broke off and lodged inside the peritoneum. X-ray required to remove lodged piece. Surgeon removed with hemostats without difficulty once located. No complications occurred. (B)(6).